Event description:
It was reported that catheter entrapment encountered. The target lesion was located in an illiac artery. After the procedure was performed with a non-bsc guidewire and a 6.0 x 40, 75cm mustang balloon catheter. It was noted the balloon could no longer slide on the guide. When the balloon and guide wire were removed together, it was noticed that the balloon was completely bonded to the guide wire. The procedure was completed another of the same device. No patient complications were reported.